Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited intermittent loss of output due to an anomalous integrated circuit. After the integrated circuit was replaced, normal function ensued.

Event description:
It was reported that the pulse generator exhibited pacing inhibition caused by unexplained oversensing on the atrial and ventricular channels. The device was explanted and replaced.